Event description:
Additional information reported the event resolved without sequelae on (B)(6) 2013.

Event description:
It was reported that experienced a urinary tract infection with the etiology of the event was noted as ¿new illness, injury¿. Patient symptoms of dysuria and right sided flank pain were reported. It was also noted that the patient had failed outpatient treatment with bactrim and macrobid medications. The patient was treated with cipro IV and the event resulted in in-patient hospitalization. The outcome was reported as ¿ongoing event¿. Additional information confirmed the intervention of cipro (IV) and hospitalization from (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v621113, implanted: 2011 (B)(6); product type lead. (B)(4).